Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the surgeon used the device for an hr without difficulty, then the generator light was flashing on and off and the disposable handpiece would not cut. Two more disposable hand pieces were attempted. After the technician started switching the pieces of the devices around, it started to work and case was completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007. Conclusion - the actual device involved in this event was returned for evaluation. The evaluation was unable to reproduce the report that the motor drive unit's light was flashing on and off and the product would not cut. A disposable was attached to the unit with some difficulty, but ran for 10 mins without any issues. It was noticed that the cps was loose and misaligned. It was also found that the cpc connector is plastic and is upside down at the six o'clock position.